Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify button keypad anomaly due to blank display. Device had flattened (creased) esc and act buttons dome switch during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error alarm. Customer's blood glucose value was 186 mg/dl. The customer was assisted with troubleshooting. Customer stated that act button was not working as expected. Customer states the pump was neither dropped nor bumped or exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.